Event description:
Related manufacturer reference number: 2017865-2022-... It was reported that the patient presented to the emergency room do to skin irritation at the device site. A hole in the skin over the device was noted. Infection was also noted on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The physician elected to explant and replace the ICD and rv lead. The patient is recovering after the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.